Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient presented with l2 and l3 fracture and underwent balloon kyphoplasty at l2 and l3. Intra-op, the balloon got ruptured during inflation. The patient was not allergic to the contrast media. No patient complications were reported. No pieces of balloon were left inside the patient. The procedure was completed with a new product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.